Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with notice: draining slowly and m31 air detected in cassette warning messages during drain 1 of 6 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps. The back of the cassette was not loose. The patient was connected during the incident. The patient stated they were unable to re-set up the cycler and had to skip treatment because the bags were too heavy. The patient indicated they would inform their nurse during a clinical appointment the following day. The patient was advised to information the nurse about the call and for further instructions if needed and for advise on alternate treatment. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during tx complete - step 9 remove cassette. The patient stated the cycler prompted with notice: draining slowly and m31 air detected in cassette warning messages during drain 1 of 6 of treatment and prior to the leak. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from both pumps. The back of the cassette was not loose. The patient was connected during the incident. The patient stated they were unable to re-set up the cycler and had to skip treatment because the bags were too heavy. The patient indicated they would inform their nurse during a clinical appointment the following day. The patient was advised to information the nurse about the call and for further instructions if needed and for advise on alternate treatment. Upon follow-up, the patient confirmed the reported event. The patient stated the fluid leak was noted at step 9 of cycler treatment after the cycler alarm and treatment was cancelled and as the patient opened the cassette door. The patient confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they did not complete treatment on the night of the reported event. The patient stated they are continuing with peritoneal dialysis on the current cycler without issue and without reoccurrence of the reported event. The patient confirmed the cycler set (cassette) used was available to returned for investigation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.